Event description:
It appears that the patient is in a sinus tach in 130's and occasional ffrw oversensing elevated it enough to meet detection rate (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)